Manufacturer narrative:
D4 revised.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. It was reported the hospital team changed purge cassette. After purge cassette was changed, they developed air in the purge system. The de-airing procedure was completed and the alarm resolved. A few minutes later, another alarm saying air in purge system. He-airing was completed again, but the flow and pressure did not return to baseline with the flow being 30 and and the pressure low at 1 or 2. The purge pressure low alarm was shown on the screen. At this point, the entire cassette was changed and all alarms resolved. Flows and pressure returned to baseline. There was no patient harm.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The product was received d9 and h6 were updated. The investigation is underway and a supplemental report will be sent once it has been completed.

Manufacturer narrative:
Corrected information has been provided in h3 purge pressure low / priming problems: the cause of the priming problems and purge pressure low issues was an unintended user error due to the returned purge cassette showing no abnormalities and was able to run without issue.